Event description:
Customer reported the alarm has power, but a rattling noise can be heard inside the alarm when it is moved. The date when the issue was discovered is unknown. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation confirmed the reported issue. Evaluation revealed that the unit powers up, but the nurse call light did not come on at the nurse call test fixture when weight is off the sensor pad. The nurse call receptacle moves when the nurse call cable is plugged in. Additional tests revealed the nurse call receptacle is broken. (B)(4).